Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the cause of the poor communication was unknown and that they have an appointment with their health care provider in august. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw the screen with a question mark. The patient stated that he hasn't checked the ins himself in a while and the last time he had the ins check was at least two years ago at the health care professional's office. Troubleshooting attempts were made and the patient confirmed the antenna was secured and synced with the ins but that did not resolve the issue. The patient also placed the patient programmer directly over the ins and synced but that did not resolve the issue. The patient was redirected to follow-up with their health care professional. There were no symptoms or further complications reported or anticipated. (B)(4): additional information was received it was reported that they might be a problem with the device. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.